Manufacturer narrative:
Correction: section h6 - the device code should have been battery problem rather than insufficient information. Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient's internal pulse generator (ipg) was inoperable. The patient underwent a surgical procedure in which the ipg was explanted and replaced.